Manufacturer narrative:
Medwatch sent to FDA on 11/17/2015. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of mild erythema, ulceration in cervical region, hardened erythematous nodules, flu clinical condition, nodular lesion, granulomatous nodule, and inflammatory processes are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of mild erythema, ulceration in cervical region, hardened erythematous nodules, flu clinical condition, nodular lesion, granulomatous nodule, and inflammatory processes as follows: precautions for use " there is no available clinical data (efficiency, tolerance) about injection of juvéderm ultra¿ xc into an area which has already been treated with another filling product. It is recommended not to inject it in site which has been treated with a permanent implant." Undesirable effects "the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. Induration or nodules at the injection site. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible."

Event description:
Healthcare professional reported patient was injected with juvéderm volift¿ with lidocaine as well as concomitant injection with juvéderm volbella¿ with lidocaine. One week later patient was injected to the mental region with juvéderm volift¿ with lidocaine as well as concomitant injection to the mustache region with juvéderm volbella¿ with lidocaine. Injection sites also included malar and ¿oramentonian groove¿ with juvéderm volift¿ with lidocaine and malar and mental region and lacrimal region with juvéderm volbella¿ with lidocaine. One week later patient received a complementary injection to unspecified site with unspecified juvéderm ultra¿. A year later patient was injected with botox. Four days later patient returned for more treatment procedures however it is not clear what these procedures were. Later that month patient developed ¿mild mental erythema.¿ over the next few months patient returned for more of the unclear treatment procedures. A few days after the most recent one, the patient returned with a ¿little ulceration in cervical region.¿ later that month patient ¿performed residual phenol in right side¿ and began using vitanol + pro define roc. A few months later in the year patient began taking another retinol 0.3 + predefine roc + ultimate. Two years after the initial filler injections patient developed ¿hardened erythematous nodules in hyaluronic acid injection site (lacrimal region only right side) no important inflammatory process.¿ the physician has suspected a possible ¿flu clinical condition.¿ three months later patient returned for a consultation and ¿presents nodular lesion in eyelid right and mental left¿ that was without pain and there was a granulomatous nodule. Patient was prescribed clarithromycin (klaricid). Seven days later patient's nodule was ¿more softened in lower eyelid-right side¿ and patient was treated with klaricid and prednisone. Seven days later the nodule had reduced and patient continued with prescribed klaricid and prednisone. After a few days patient had a ¿good response¿ and the prescription dosages were decreased. Patient additionally used ¿c-kaderm to massage, neovadiol conc. And resveratrol be.¿ the next month the patient returned for more unclear treatment procedures to the lip, hands, face. Later in the month patient ¿formed new inflammatory processes right lower eyelid and mental right¿ and was prescribed prednisone. Symptoms are ongoing. Patient was using lancôme retinol 0.3 at the time of their filler injections.